Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number 1627487-2019-13223. It was reported that patient experienced ineffective therapy. In result, surgical intervention was undertaken on (B)(6) 2019, wherein the entire system was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.